Event description:
Datex-ohmeda distributor reported in august 29, 2001: during an intervention on a pt (start of the anesthesia at 8:30am, end of intervention at 11:00am) suffered a burn injury (probably 2nd degree) of the pad and of the skin of the left big toe. At the level of which a spo2 sensor was installed. Customer has also indicated that this sensor was used with datex-ohmeda as/3 multiparameter module m-est. The event was detected in the awakening room. No negative outcome was reported. The situation was treated with grease dressing.

Event description:
MFR was told that the sensor was at the same location all the time of the intervention, which is approx 2.5 hours.